Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 73 mg/dl. The customer¿s current blood glucose was 67 mg/dl. The customer was treated with glucose tablets. The customer was assisted with troubleshoot. Based on customer report customer did allege insulin pump was over delivering. The product was returned for analysis.